Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due diabetic ketoacidosis and elevated blood glucose levels. Customer was treated through intravenous insulin, and released from the hosp on (B)(6) 2015. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) .